Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 31.0 and 128.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ovalized. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully gripped or pinched during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that an indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damaged cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.